Event description:
It was reported that the pump battery got hot to touch when plugged into a power source to charge. Subsequently, the usb cable melted and got stuck in the usb port. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.